Manufacturer narrative:
Hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00605. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter and a 4max separator. Prior to the procedure, 18,340,000 units of intravenous tissue plasminogen activator (IV t-pa) were injected. During the procedure, aspiration was successfully performed using a 4max reperfusion catheter and a 4max separator. The patient was given an injection of 4,000 units of heparin. A percutaneous transluminal angioplasty was conducted and 60,000 units of urokinase (UK) were administered. Following the operation, an aneurysm was observed. Approximately eight days later, the patient developed vomiting, depressed level of consciousness and dilated pupils. A computerized tomography (CT) indicated that the patient had experienced left intracranial hemorrhage and subarachnoid hemorrhage. Cranial decompression, evacuation of hematoma and neurosurgical clipping were conducted. The patient left the hospital approximately 3 months later without recovering. Physician's comment: false aneurysm was formed by vessel damage the procedure brought and then it ruptured. Since the aneurysm was not observed before the operation, the relation between the penumbra system and the event was not deniable.